Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide an update to field (h3). The device was evaluated by olympus, and the reported malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be identified with the information received. The event can be prevented by following the instructions for use which state: ¿operation¿ ¿reprocessing of the endoscope and accessories¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following patient identifier: (B)(6).

Event description:
It was reported during a diagnostic guided sheath biopsy, when the single use biopsy valve was used with the bronchovideoscope, a rubber gasket for the internal check valve fell off into the patient's bronchus. The fallen gasket was retrieved endoscopically from the bronchial tube. The time for collection was unknown, however it was reported that it did not take long. The procedure was not extended and the patient was not given any additional anesthesia or sedatives. There were no additional procedures performed. There was no reported patient impact.